Manufacturer narrative:
(B)(4). Date sent: 4/22/2021. D4: batch # u5fe32. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned the closing trigger and anvil in closed position, with no apparent damage. And with one gst60g reload loaded on the device and ech60r buttress attached. The reload was received fully fired. In addition, four reloads were received. The reloads ( b, c, d, and e) were received fully fired. The device was tested for functionality in the straight position with the returned buttress and a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the malformed staple and hemostasis controllable, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Refer to echelon reload product codes chart for tissue compression requirement (closed staple height) for each staple size. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Video received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was received: was there any other issue noted with the staple line other than bleeding (staple line missing staples, etc.)? Not that I¿m aware of how much blood was lost (ml)? Did the patient require a transfusion? Not that I¿m aware of was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Not that I¿m aware of.

Event description:
It was reported that during an unknown procedure that the first stapler with green cartridge and slr used produced a staple line with the slr not fully covering the tip of the staple line for some reason and sticking out to the side at the distal end however stapler continued to be used with additional green cartridges and produced malformed staples as well as bled excessively. Surgeon decided to discontinue the use of the original stapler mid sleeve and open another to finish the case with various color cartridges and slr but those bled excessively as well and had to be over sewn with pds. Procedure was delayed by fifteen minutes.